Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+beta) result from 1 patient sample tested on a cobas 6000 e 601 module. The initial hcg+beta result was 3 miu/ml and was released outside of the laboratory, but it was questioned by the doctor. The doctor had performed an ultrasound and had found a viable pregnancy. The ultrasound was performed as the patient had been admitted to the emergency room for bleeding. No procedure was performed due to the erroneous hcg+beta result. The specific repeat result was not provided, it was just stated the result was greater than the measuring range of the assay. The testing was automatically repeated using an unknown dilution factor with an hcg+beta result of 78,000 miu/ml. The customer deemed the hcg+beta result of 78,000 miu/ml to be correct and a corrected report was issued. The customer stated they checked the sample for clots before and after testing and the sample was described by the customer as "very clear yellow sample". There was no adverse event. The hcg+beta reagent lot was 30859900 with an expiration date of 31-may-2018. The field engineering specialist could not find a root cause. He checked the fluidics and alignments. He performed mechanical checks which passed. He noted that both preclean bottles were half full with after only one day loaded onto the system. He performed precision and performance testing with acceptable results. The customer successfully ran calibration and control testing. The calibration and qc data provided was acceptable. The customer was using rack adapters. The analyzer alarm trace showed no conspicuous events. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated that they have not had any additional problems with hcg+beta or any other tests from the cobas e modules.